Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a non-recoverable 93 fault in the system. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs and advised the customer to hard power cycle the vision side cart and the core. The issue returned after the hard power cycle. The procedure was converted to laparoscopic with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system booted up without any issues or errors prior to the event. The customer confirmed that the procedure was converted to laparoscopic surgery to proceed after the issue, it was unknown if there were additional or enlarged ports placed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and confirmed the issue. Error 93 was reported by the system during startup. Error was pointed towards isi core controller (icc board). Upon inspection, the isi fse found some fumigation residues inside the core. Icc was replaced; required programming and calibrations were performed. The isi fse informed the customer not to keep the system inside the operating room during fumigation. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Manufacturer narrative:
The isi core controller (icc) was analyzed and found to have error 93. Control and transform processor (ctp) node in the icc was not responding. The printed circuit assembly (pca) technician was able to replicate the reported problem by installing this unit into a test system and it failed to program. The complaint was confirmed.

Event description:
Refer to h10/h11 for follow-up information.